Manufacturer narrative:
The user experienced hypoglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported frequent episodes of hypoglycemia and expressed concern that the ilet may have been delivering excessive insulin following hyperglycemia; however, investigation did not identify a device malfunction. Additional training was assigned following the event. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 13-may-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was treated with IV dextrose and discharged on (B)(6) 2026. Blood glucose levels reportedly increased to 450 mg/dl after hospital staff paused insulin delivery from the ilet. No long-term health effects were reported.